Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported calibration errors with the sensor. The blood glucose level reported was 400 mg/dl. The sensor reading was unavailable. The customer was advised to call back when calibration occurred in order to complete troubleshooting. No further information was provided.